Event description:
It was reported that at follow-up, high capture threshold, low sensing, and high impedance was noted. Lead dislodgement was found. Lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.